Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele veins using ruby coils. During the procedure, the physician successfully placed several coils into the target vessel using a non-penumbra microcatheter. The physician then advanced the last coil, a ruby coil, into the target vessel and ensured it was locked in and intertwined with another coil. However, after detaching, the physician noticed that the ruby coil was unraveling and had started traveling through the vessel towards a high flow area. A snare was then used to retrieve the ruby coil and it was safely removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was broken and unraveled due to an sr wire fractured and was stuck inside the non-penumbra sheath cross-cut valve. Conclusion: evaluation of the returned ruby coil revealed that the sr wire was fractured. This type of damage typically occurs if the embolization coil is forcefully retracted against resistance. The embolization coil damage was not mentioned in the reported complaint; therefore, it was likely incidental to the reported issue and occurred during removal of the embolization coil. The returned coil was stuck within the cross-cut valve of the non-penumbra sheath. The process of snaring and retracting the coil through this cross-cut valve likely contributed to the sr wire fracture and unraveling of the embolization coil. The complaint reports the coil migrating towards a high flow vessel after detachment. This may have been due to unfavorable interaction with fibered non-penumbra coils placed prior to the subject ruby coil in combination with oversizing of the ruby coil. However, the root cause of the migration could not be determined. There was no visible damage to the non-penumbra sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.